Event description:
It was reported that a power source alert 07 occurred, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer had been using the tandem charging cable and wall adaptor, but despite efforts to troubleshoot the issue, the pump ceased to function. Technical support decided to replace the pump, and the customer switched to multiple daily injections as a backup therapy.